Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 480 mg/dl at time of incident. Customer had three reservoir failed and asking for replacement, when they put new insulin in the reservoir and when removed, all the insulin run out and had forth reservoirs left. Customer states unit of the insulin that was ripped out and have 150. Customer states they were using the insulin pump and change the sets. Customer declined troubleshooting for high blood glucose and all they wanted to get reservoir replacement. The devices will not be returned for analysis.